Event description:
Kimberly-clark received a report stating, "probe broke during procedure in rf needle while the needle was in the patients back. Patient not injured." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record 37565.

Manufacturer narrative:
The review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review , the additional relevant information will be submitted in a supplemental report. The device has not been returned to kimberly-clark for analysis. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.